Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center for trouble shooting assistance of a check heater line alarm which occurred on the homechoice (hc) during use during fill one. The hp had tape on the drain line and was not using a new drain extension, but had always done it like this and did not see a problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was aware that the hp reused a drain line extension. Then rn stated the hp was completely out of supplies and had no choice but to reuse a drain line extension for one day until their order arrived the next day. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of drain line was confirmed based on the information provided by the patient. The patient stated he was not using a new drain line extension set and he had always done it like that. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.